Event description:
Nurse and orientee walked into patient room at change of shift, bag of bumex almost dry and new bag hung. Order placed for additional bags as ordered for bumex for 1mg/hr or 5ml/hr. Pharmacy called stating that bag should be running over ten hours and it should not be due yet to be hung. It was verified that the bag appeared to go in just under six hours. Bumex gtt stopped and tubing clamped, channel and brain changed and reported to biomedical engineering. We are sure that at least a 10mg/50ml bag went in over ~6 hours instead of 10.